Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. Based on the information provided it is alleged the patient experienced obstruction, pain and migration of device. At this time based on the limited information, not having medical records and the sample not being returned for evaluation an assessment can not be made into the allegation of migration of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia, a ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient was hospitalized and diagnosed with a bowel obstruction due to migration of the mesh. The patient has been allegedly informed by her treating physicians that it is too dangerous to have an additional surgery to remove and/or repair the mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the sex of the patient. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. Based on the information provided it is alleged the patient experienced obstruction, pain and migration of device. At this time based on the limited information, not having medical records and the sample not being returned for evaluation an assessment can not be made into the allegation of migration of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the sex of the patient. With the current information available, no definitive conclusion can be made. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusion can be made. Per the medical record review, post implant of ventralex st mesh, patient was diagnosed with hernia recurrence, bowel obstruction and abdominal pain thereby underwent medical intervention. The adverse reaction section of the instructions-for-use, supplied with the device identify hernia recurrence as a possible complication. This supplemental emdr represents ventralex st (device #2). An additional emdr is submitted to represent ventralight st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia, a ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient was hospitalized and diagnosed with a bowel obstruction due to migration of the mesh. The patient has been allegedly informed by her treating physicians that it is too dangerous to have an additional surgery to remove and/or repair the mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralight st (device #1). Per operative notes, "the hernia sac was dissected down in the abdominal cavity and the sac was opened. The omental and bowel adhesions were taken down and the hernia sac was resected completely. A piece of ventralight st (device #1) was placed and sutured.¿ (B)(6) 2014 - patient visited hospital for abdominal pain. (B)(6) 2014 - patient had small recurrence at the apex more superior aspect of prior hernia repair. (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia and right inguinal hernia thereby underwent open repair with the implant of ventralex st (device #2) and synthetic mesh. Per operative notes, "the hernia defect was identified and the sac was opened. A ventralex st mesh (device #2) was placed to the undersurface of the fascia and sutured. There was some weakening of inguinal floor. We then placed a piece of synthetic mesh and sutured." (Note: there was no mention/visualization of device #1). (B)(6) 2015 - patient was diagnosed with slight recurrence at the midportion of incision. 10-sep-2015 to 15-sep-2016 - patient frequently visited hospital for abdominal pain and was diagnosed with bowel obstruction thereby underwent placement of nasogastric tube. 22-feb-2018 to 24-apr-2018 - patient frequently visited hospital for bilateral lower extremity pain and stomach pain. Attorney alleges that the patient had hernia recurrence, bowel obstruction, adhesions, nausea, vomiting, diarrhea, requiring revision but too dangerous to do surgery, pain and emotional injuries.